Event description:
Device malfunction: partial deployment. Time of malfunction: prior to use/out of anatomy. Symptoms/ae: none. It was reported that during unpacking of the device and prior to use in the anatomy, the physician noticed that the stent was partially deployed. A different device was used in the procedure. No add'l info available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device info. The device is expected to be returned for investigation. It has not yet been received.